Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 302-435 mg/dl and insulin injections were administered to address the bg level. As the occlusion alarm was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions could not be performed.